Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device check it was noted sensing integrity counter (sic) was high on the right ventricular (rv) lead. Noise was also noted. Increasing impedance and thresholds was also noted. Damage to the rv lead tip was suspected. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.